Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5 12.6, -5.50/1.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2018. On (B)(6) 2018 the lens removed and exchanged with a longer lens. The problem was resolved. Cause of event is reported as device.